Manufacturer narrative:
Pending completion of device analysis. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Clinical specialist (cs) reported a prometra I pump that was replaced with a prometra ii 20 ml pump as the physician was concerned that the valves were not working correctly. Cs reported that no volume discrepancies had been found with this pump, and the patient had been complaining that their pump hadn't been working for a while. Patient reported increased pain. Per follow-up, it was reported that a catheter revision was performed previously (captured in MFR # 3010079947-2021-00142) and since then, there have been no discrepancies. The physician informed the cs that they believed there might be an issue with one of the valves as a recent dye study was normal.

Manufacturer narrative:
Corrected information: h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Analysis of the pump's functionality was performed. The pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.3 mg with a 1.00 mg/ml concentration over 16 minutes was programmed. At ambient temperature, fluid droplets were observed at the tip of the stem indicating proper priming of the pump. A second demand bolus, programmed with the same parameters, at 37 °c did not produce any fluid droplets at the tip of the stem. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c. The dispensed volume was 0.0 ml (0.0%) of the expected volume. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The top cover of the pump was machined off and the valves' "pull open / hold open" currents were measured. The results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: (B)(4).